Manufacturer narrative:
Day of event is unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. The event history log was reviewed and no record of a calibration error was found. During the functional testing, the customer complaint was confirmed; the downstream occlusion (dso) sensor was not functioning. The dso sensor, bezel and seal were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device failed the downstream occlusion calibration. There was no patient involvement.